Event description:
Biomed said the unit was on a patient, the screen lost the vitals and stopped responding to touch screen selection. They recently updated the unit to 2.90 software, and they wanted onsite service just in case it was related to the upgrade. 2023-12-09 18:10:21 tf : 2801 456 tech fault 2801. 2023-12-09 18:10:21 tf : 2802 11 tech fault 2802. 2023-12-09 18:10:21 tf : 2801 544 tech fault 2801.